Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the grommet was missing a part and there was a missing set screw part.

Event description:
It was reported that there was white "corrosion" on the ring of the pin. It was also reported that the superior vena cava (svc) port is damaged due to education purpose from the implanting physician and has nothing to do with this case. No patient complications have been reported as a result of this event.